Manufacturer narrative:
B4. Date of this report 19 may 2025. G3. Date received by the manufacturer? 19 may 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user reported a complaint regarding inaccurate sensor readings. During the initial call, a sensor re-link was performed, and the user was informed that the customer care team would monitor system performance. The user was advised to continue using the system.upon additional review, discrepancies between blood glucose (bg) and sensor glucose (sg) values were still observed. However, the most recent calibration appeared to be an estimated value rather than a true bg fingerstick. Following continued monitoring and the entry of an additional calibration on the current date, the system was found to be operating within expected parameters, with observed differences attributed to lag.the user was advised to continue using the system and to calibrate as prompted.

Event description:
On 19 feb 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.